Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-3194 investigation conclusions -140 = in30af this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected overheating was noted during testing. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool does not list any battery related alerts/alarms near/around the event date. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber = 7840, linenumber = 4138) occurred on 02/02/24 @ 15:54:32, (filenumber = 655, linenumber = 35) occurred on 02/08/24 @ 13:01:31, (filenumber = 24, linenumber = 0) occurred on 02/09/24 @ 12:55:31. The case was cut open. After visual inspection, there is some foreign material on the motor shaft and the motor threads. In summary, the customer¿s report that the pump is overheating was not confirmed during testing. According to the adapt tool, the pump error 53s (filenumber = 7840, linenumber = 4138) , (filenumber = 655, linenumber = 35), (filenumber = 24, linenumber = 0) are due to a hardware issue. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved in the product was mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.